Event description:
The patient said she was downtown and someone had to call the paramedics as her blood sugar was low and she was trembling. The patient was given soft drinks until after about 30-40 minutes, her blood sugar went up to 70. The patient went home and ate something.